Event description:
It was reported that the customer experienced high blood glucose of 560 mg/dl. Customer stated she received no delivery alarms all day. She changed the tubing and her blood glucose continued to rise to over 600 mg/dl. Customer experienced thirst and stomach ache. She treated with the insulin pump and manual injection. Customer declined to troubleshoot and requested the insulin pump to be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.